Event description:
The patient underwent a bilateral breast augmentation with abdominoplasty using -0- quill srs pdo for deep closure on the abdominal incision. Twenty-eight (28) days post surgery, the patient experienced a one (1) centimeter wound dehiscence in the central incision line. The wound dehiscence progressed to four (4) centimeters to the central region of the abdominal incision. The patient's incision was treated with betadine dressings until it closed. The patient will need scar revision.

Manufacturer narrative:
Portions of the used quill srs were retained, but not returned to the reading facility. Unused samples must be available to perform the appropriate testing/ analysis relevant to this event. Eight (8) unused samples from lot m260270 were tested. Visual analysis, pre-post hydrolysis testing and moisture testing was performed. Test results show that the samples met specification. Conclusions: relevant portions of the device history record were reviewed for the finished good lot number reported. No relevant findings were noted during this review.